Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Review of the logfile shows degraded tube protection error, confirming the malfunction and the root cause was found to be an issue with the x-ray tube. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and instructed the customer to reboot the system as the rse was unable to check the logfiles as the system was not booting. To resolve the issue, the rse instructed the customer to reboot and a cold reboot, followed by a warm reboot and an additional cold reboot was performed by the customer. After restarting, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot properly a few times. The user had to perform one warm and two cold reboots to resolve the issue. No harm was reported to philips. Philips has started an investigation of this complaint.